Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient in his early 30's, the device displayed "compressor failure" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. The customer's reported error can be caused by, but not limited to, an obstruction/blockage to the patient output, kinked tubing, an issue with the patient circuit, the patient coughing or wet/dirty flow screens. The presense of this alarm is not an indication of a device malfunction. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.